Event description:
The patient presented with a popliteal artery aneurysm presented with a type 1 endoleak at one end of a fluency stent implanted in 2006. A 9x15 viabahn device was advanced over a 0.014 inch choice pt guidewire through an 11 fr. Pinnacle introducer sheath. Since the proximal end of the fluency device was very tortuous, the viabahn device would only advance to the center region of the fluency device, where it became stuck. The device was pulled back into the introducer sheath, where it became stuck. The sheath and device were removed. Another 11 fr. Introducer sheath was inserted and the guidewire was exchanged for a v18 guidewire. A 9x10 viabahn device was advanced to the same location inside the fluency stent, where it also became stuck. The device was pulled back and removed through the sheath. The procedure was completed implanting a surgical bypass.

Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. The viabahn device was returned and inspected. No anomalies attributable to the manufacture of the device were evident. Based on the information received and the examination of the returned device, the inability to advance the device to the target site was likely caused by the presence of the pre-existing stent graft. Per the product instructions for use, w.l. Gore & associates has insufficient clinical and experimental data, upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stent or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in the deployment failure or other device malfunction. Note: attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please, reference: medwatch #2017233-2009-00324 for second viabahn device, lot 06395581.